Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device remains implanted.

Event description:
Boston scientific received information that upon reopening the pocket this right ventricular (rv) lead showed high out range pacing impedances >2000 ohms. It was found that there was an incomplete connection. Upon reconnecting this rv lead normal measurements were obtained. No adverse patient effects were reported.

Event description:
Additional information received noted that the device was explanted and returned. Upon receipt at our post market quality assurance laboratory the allegation was not confirmed or duplicated during detailed analysis, the issue was resolved in the filed. The device passed all automated function testing.